Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 80% battery life. The customer's blood glucose level was not impacted. Reportedly, the customer was not on pump therapy when the pump shut off unexpectedly. During troubleshooting with tandem technical support (cts) , the customer delivered a bolus. However, the customer had already bolus prior to the pump shut off. Tandem technical support advised the customer to stop the bolus delivery. However, the customer stated 3u had been delivered. The customer declined further troubleshooting and abruptly ended the call with cts.